Manufacturer narrative:
Discarded at account.

Event description:
It was reported that during a surgical procedure at the user facility, a sponge was missing a blue tail during the count-out. The tail of the sponge was found and removed. The procedure was completed successfully without a clinically significant delay, adverse consequences, or medical intervention.